Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A few days post implant the device showed a decrease in r-waves during dft testing. The physician repositioned the lead to a better position. The patient will be monitored during routine follow-up visits.